Manufacturer narrative:
(B)(4)

Event description:
It was reported " pump shut off going on battery". Additional information states that to continue therapy, the pump was switched out with no harm to the patient.

Manufacturer narrative:
(B)(4). The reported complaint of "pump shut off going on battery" is not able to be confirmed. No part was returned for investigation. According to the service report, the field service agent checked the pump and could not duplicate the issue. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported " pump shut off going on battery". Additional information states that to continue therapy, the pump was switched out with no harm to the patient.